Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. Based on no patient involvement the product did not appear to have been used. However, the product was intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the eyelets on the magic 3 go male coude catheter were not big enough and the patient wanted a compact catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the eyelets on the magic 3 go male coude catheter were not big enough and the patient wanted a compact catheter.